Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative supported the hospital biomed over the phone. He was able to locate the leak which was coming from the cardioplegia valve block due to loose nozzle. He tightened the nozzle properly, put the hose clamp back on and was thus able to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking from the rear. There was no patient involvement.